Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the pump was unable to prime unit during prime test due to faulty force sensor system. The pump was unable to perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside the device and passed. The pump was received with missing end cap sticker, broken battery tube threads and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was high. The customer will be sent a replacement pump.